Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home. The cause of death as indicated by the reporting party was natural causes. The caller stated that the customer had high blood pressure, heart and leg stents, depression, and diabetes that may have led to the customer's passing. The customer's blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death as reported by the caller. The caller stated they were not sure of the exact date the customer stopped using the insulin pump, but it could have been (B)(6) 2020. Based on the customer call history, the customer previously called on (B)(6) 2020 to report keypad unresponsiveness. The customer then stated they had been unable to unlock their insulin pump for two days since (B)(6) 2020. During that call, the customer was advised to discontinue use of the insulin pump and revert to back up plan. The caller also mentioned that a week prior to passing the customer was sick, was blacking out, was not eating much, and kept falling. Their health care professional attributed the blackouts to any combination of low blood pressure. The caller declined to return the insulin pump for analysis as they did not know where the insulin pump was.